Event description:
I got silicone implants by mentor company, and I got severe health complications. Brain fog, issues with memory and cognitive brain function, chest pain similar to heart attack, shoulder pain limited in activities and daily life can't work out upper body and I love working out, back shoulder pain, blurry vision, developed ibs (irritable bowel syndrome) and gut issues. I didn't realize it was a result of the saline smooth implants until recently. I got them removed (B)(6) 2026, and my symptoms have resolved now I know it had to be the implants as others who have implants have faced the same reactions. I am on a facebook group called (B)(6). These side effects and complications should be required to be given at consultation prior to getting breast implants I was not aware and would have never done this at all in the first place it felt like I was dying with those implants. Happy to support anyone who is fighting to get the side effects complications to people before they get them in. Pt: 1685, 1776, 1958, 2137, 2543, 2551, 4836, 4895. Device: 2682. Ref: mw5188412.